Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) that called with the patient today, regarding long recharge time. They had logged her daily recharge sessions, and some of the days reflect 8 hours of charging and the patient did not have a full battery. Technical services (ts) did a recharge interval calculation: 5.2 volts 200 pw 1000 hz 4 anodes and 4 cathodes 314 ohms 0.59 eol days to 0.82 bol technical services also got recharge data from the insr today, all sessions were from today, but based on data(see attached), it suggest that the patient was getting good coupling and recharge time is appropriate. The rep will email ts patient's log as well for future reference. Ts told rep that since there is no anomaly noted today, the patient should continue to take note of recharge sessions and monitor the coupling and document that as well. Ts also told the rep that the insr can be replaced, but given recharge data showed good coupling today, replacing the insr won't change recharging perspective. Ts also discussed with the rep to try and reprogram if appropriate to reduce the rate the patient was using the device and even the number of electrodes used, which would reduce recharge interval. Additional information was received on 2018-jul-30 in which the rep called in to share the patient's recharge diary. The agent asked for clarification about what the columns meant, but caller was unable to provide any further info. Caller meeting with the patient tomorrow (B)(6) and agent asked that caller call into ts so they can better understand the meaning of the recharge diary. Caller says she had reduced the patient's rate from 1000hz to 600hz during last visit (pt using hd settings) in the hopes th is would help with recharge frequency. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-05, information was received from a consumer about an implantable neurostimulator (ins) implanted for failed back surgery syndrome and spinal pain. It was reported that the patient had a damaged recharger (insr) antenna with wires sticking out. They noted it was taking a lot longer to charge, and that it was taking them 3-6 hours to charge because it slips and the patient moves a lot. This had been happening for 'probably a couple of months'. They stated bending 5 inches out from where the insr is. No medical or therapy problem was associated. No symptoms were reported. No further allegations/complications were reported. On 2018-06-22, additional information was received on (B)(6) 2018 from the patient reporting that their spinal cord stimulator (scs) was implanted in (B)(6) 2015 to help control their pain, primarily in their lower back and legs as they were in a serious accident with their horse in (B)(6) 1994, causing back and hand injuries. They stated that they also had full-body myofascial pain syndrome causing nerve pain, plus crps type ii causal/rsd. They stated the stimulator was the best pain relief they have received to this point. It was reported that the patient had no known changes in their personal activity that may have led to the ins taking longer to recharge. However, they stated circumstances that may have led to the ins taking longer to recharge was over the last six to nine months they increased the intensity by at least 30 percent. They stated the charge time (time they are wearing the belt) was up to 3 to 6 hours a day. They stated ¿one day last week 7/0 hours. They stated they could no longer charge in the sitting position easily. Steps taken to resolve the ins taking longer to recharge was the patient stated various parts of their external charging system had worn out and been replaced (stating that they think all parts have been replaced in the last year??? Pes: 702529252-broken belt; 702575961- dtc not making good connection, connector pin; 701948075-replaced insr poor comm while charging). They stated they also changed the intensity, increasing it and decreasing it. They stated they changed their body positions to charge and stated now only being in the vertical or horizontal positions worked, they stated sometimes sitting would work, but they would keep losing signal with the belt. They stated replacing parts of the belt restored their ability to charge with the belt, but did not help the time it took them to charge. They stated they had met with the manufacturer staff in (B)(6) 2017 and they stated they should have four years of ¿battery life¿ left (so they used 5 years of battery life in 2 years-implanted in (B)(6) 2015-(B)(6) 2017. Now one year later they saw their doctor on (B)(6) 2018 and they both agreed that the implant battery may be dying. They stated the doctor, manufacturer staff and the patient are working to set up a meeting in the next two weeks. They stated if they need to replace the battery/implant the pain relief they got from the stimulator far exceeded the inconvenience of replacing it. Additional information was received from a consumer via a manufacturer representative (rep) reporting that they were having to recharge their ins too often. It was reported that the patient had hd (high density) settings and charging every day, but it was taking much longer than previously to charge to 100 percent. They stated that one recent recharge session lasted for eight hours and only reached 50 percent charge, another recharging session lasted 7 hours to 100 percent, then depleted only 25 percent to 75 percent charged and took an hour to top it off to 100 percent. They stated that charging used to be good, but had gotten worse. The rep stated they observed greating coupling at 8 bars today and the patient recharges while sleeping only when they had to. The clinician programmer had records for two recharge sessions. On (B)(6) 2018 (yesterday): charged for 1 hour to 75 percent. On (B)(6) 2018: charged 1 hour to 100 percent it was reported tha the patient did not use a charging spacer or sticky patches. Technical services reviewed conflicting charge session information against the patient statements and suggested that they provide sticky patches to the patient and to have the patient keep a log of charging start, stop, percentages and to check status during charging. The event date was asked but was unknown, though the patient stated 6-9 months ago. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned her previous ins from 2015 would not charge so it was replaced in 2018 by her doctor. The pt stated it was taking 9 - 13 hours to charge the ins. They stated the issue started in (B)(6) 2013 (unclear event date as patient's device wasn't implanted until 2015). Additional information was received from the patient. They reported that they do not know what the cause was. "Over 6-8 month period, internal stimulation got progressively harder/longer time to charger." Patient stated the manufacturer representative (rep) checked it and agreed it needed to be replaced. Patient had a new implant and its doing fine. Patient stated they should have had it changed out 6-8 months before they did.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown; product type: unknown; product ID: 37791; product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer. It was reported the patient's extensive medical history. They reported they had an overactive bladder, which they used prescription medication to address before the stimulator/after the implant until recently. The stimulator had significantly improved their issues to the point of eliminating their need for medication after implant until recently. They also had continuous right hand pain from 1994 until after the implant. The stimulator significantly reduced their pain from that. They reported they were still getting pain relief but not as much relief as originally. They kept a log of their charging times and number of charges per day. The log showed current charging times and it notes how it increased in frequency and duration of charging times since initial implant. The charge times showed the patient increasing from 25-75% on average and sometimes making it to 100%. They showed that the patient averaged between 5.5-8.5 hours of charge time per day. They had decided to try tape for skin to charging pad and noted how the tape did decrease charging time, but not significantly. Their tape irritated their skin and increased soreness at implant site. They also noted it was difficult to wear under their clothing. They also reported that after their meeting with the rep on jul-25, they had to increase milliamp setting to about 4.8 to attempt to control pain. After about 16 hours, in the middle of the night, the pain had increased to the point they reset the settings to 1000 rate and 5.2 milliamps. The patient and their rep decided to meet with their doctor on (B)(6) 2018 to further discuss their battery no longer holding a charge. They noted that their charging techniques made no significant improvements, and therefore, they were in agreement that the battery needed to be replaced in the next few months, prior to its failing completely. They had scheduled a battery replacement for november 2018. They assumed the cause was of the implant battery dying was a combination of high dose intensity settings since implant, having increased their intensity repeatedly (described as 'possibly their body was getting used to the setting/increased pain') and they speculated that the stimulator position may have shifted slightly with time making charging in the sitting position an issue. They also noted that though they had a high pain tolerance, their whole-body pain level had been high for many years and continued to be high. They noted that they had been told at the time of implant that their original implant would not last 9 years since it was necessary for the higher dose intensity to control their pain. No further complications were reported.